Event description:
It was reported that the healthcare professional (hcp) diagnosed cellulitis in the implantable neurostimulator (ins) pocket. The patient had been on multiple rounds of antibiotics. Symptoms included redness at the device pocket. The ins had not been turned on since the implant and the patient asked if it could be turned on. The patient had an appointment in one week. The manufacturing representative instructed the patient to wait until the appointment and follow the healthcare professional¿s order. It was noted that there was no alleged product issue. Additional information received reported that the ins was moved to a new pocket site and coverage was appropriate for pain target.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).